Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during routine checkup, device is showing loss of external power alarm. 24v dc output voltage is not coming from the power supply. No patient involvement